Event description:
Customer reported during patient transport by ambulance to airport for air transport, pump simply stopped working while in transit, went to 3 red lights illuminated and constant alarm tone. Patient deteriorated when the device shut down. Patient was receiving kc1 1/2 nacl with 5% dextrose. Patient experienced worsening respiratory distress and required sedation. Patient given analgesia and ativan. Ng tube inserted and two 1 liter normal saline boluses given. Patient improved. Increased respiratory effort continued but no distress. It is not clear if the device failure caused the increased respiratory distress. Customer stated her fluctuating vital signs likely stemmed from a large mass encroaching on her vena cava. No additional event or patient details provided.

Manufacturer narrative:
(B)(4). Patient information requested and all information is included. The device has been received and the investigation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.